Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting poor coupling when charging the left side implant. The patient had two implantable neurostimulators (ins) and two rechargers (insr), both insrs were showing 0 coupling bars and intermittently showing reposition antenna when attempting to connect with left side ins. Therapy was off on left side as well. The caller was redirected to ps (patient services) sending replacement insr to rule out insr issue. Ps reviewed if this didn't resolve issue, the patient would need to follow up about left ins (right side ins was charging with 8 coupling bars, during call right side ins was off, ps assisted caller in turning therapy back on). The caller will attempt to charge left side ins up enough (with poor coupling) to turn therapy back on.